Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarm 9 (overfill alarm) occurred with multiple cartridges. Reportedly, the cartridges were filled with 400 units of insulin. Blood glucose level was 495mg/dl. A cartridge change was performed resolving the issue.